Manufacturer narrative:
A picture of the lower section of the silicone segment and lower fitment was provided by customer. However; no leaks or damages could be observed. The root cause was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of doxorubicin (20 mg / 500ml ns) and etoposide (100mg / 500ml ns), the administration set leaked at the bottom of the silicone segment two separate times on the same patient. This is the second event. No patient harm was reported.